Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, it was reported that the suture sleeve was not included with the left ventricular (lv) lead. A different suture sleeve was used and the lv lead was successfully implanted. The patient was stable following the procedure and there were no adverse consequences.